Manufacturer narrative:
(B)(4).

Event description:
It was reported that the suture anchor broke during insertion. All broken fragments were removed from the patient. A backup device was available to complete the procedure with a 15 minute delay. No patient impact was reported.

Manufacturer narrative:
The inserter shaft is straight. There is no obvious bend, scratches or dings. Two small fractured fragments of anchor were returned. Breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith & nephew drill prior to implantation. There were no prep details available. This product recommends and specified drill bit, a 2.3mm in line drill and a 2.3mm obturator. No root cause related to the manufacturing of this device can be established.